Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13nov2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. During troubleshooting it was noted that the fan filter was dirty. The customer cleaned the filter and the issue was resolved.

Event description:
It was reported that the blower temperature was high. There was no patient involvement. The event date was not specified; estimate used.